Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The sales rep reported "neuro surgeon stated that the valve was defective prior to use. He tried to flush it with fluid before a case and could not flush the valve. The valve was not patent". No patient involved. No patient harm or delay reported.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 4. The valve was visually inspected; needle holes in the needle chamber were noted. The valve was hydrated. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records for the valve product code 82-8800pl, with lot 139653, conformed to the specifications when released to stock on the 14th june 2017. No root cause could be determined as no functional problem was noted with the valves. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.